Event description:
Additional information was received from the patient. They reported that cause was not further clarified. The implant will not work at all. The implant will be removed soon. One lead going down right side was loose for some reason.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# va1z97v040, implanted: (B)(6) 2019, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient reports that all of a sudden on the call today they noticed that the stimulation was more uncomfortable than it normally was. The patient stated they had some issues turning the stimulation on or off. Patient confirmed this was the first time it became uncomfortable. Agent walked the patient through turning the stimulation off. Agent had patient turn stimulation back on to make a therapy adjustment and to attempt to help patient turn stimulation intensity down in group a. Patient turned intensity down to .6 and patient was still very uncomfortable. Agent advised patient to turn stimulation off, but the patient still felt uncomfortable stimulation in the leg even with stimulation off. Patient described their leg as "dancing." Agent reviewed with patient how to make therapy adjustments, however the issue was not resolved. Agent redirected patient to their hcp to have programming checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the implant device was removed. Issue has been resolved.